Manufacturer narrative:
The returned device was evaluated and the pod was received with the soft cannula deployed. The soft cannula length was measured to be the correct full length and no damages were observed. Inspection of the pod found no damages or manufacturing deficiencies that would prevent the soft cannula from properly inserting. The exact cause of the reported unsure properly inserted cannula could not be determined. Inspection of the cannula subassembly found the tip of the formed needle to be squared-off and dull, indicating an inadequate formed needle.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6 smartphone operating system: 18.2 smartphone hardware: iphone15.5 cgm sensor type: g6.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl. The patient reported being unsure if the cannula was properly seated in the infusion site (arm), during the initial activation. As treatment, the patient applied a new pod.